Event description:
On (B)(6) 2010, the pt reported that while attempting to change the insulin cartridge, the piston rod became stuck during retraction. He switched to injection therapy for 2 weeks before attempting to use the infusion device again. He stated, he inserted an object into the cartridge compartment to loosen the piston rod and he performed 2-3 empty primes and the piston rod moved properly. He stated, he has not experienced any further issues since that time. He confirmed he used the correct type of battery and the cartridge plunger was not stuck to the piston rod. No alerts or error messages were displayed. He stated insulin did spill in the cartridge compartment. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.